Manufacturer narrative:
Per report, "blood pressure cuff is not working properly. (B)(6) ordered a bigger cuff, but when it is being used it is giving an error message. (B)(6) tried to use original cuff with bpm and it is working fine. The bigger cuff is the problem. (B)(6) would like a replacement. They threw away the package, unable to get lot or serial number." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called stating her blood pressure monitor cuff will not inflate and displaying error e. She would like a replacement."